Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, disk read error had occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that disk read error had occurred. A field service engineer found that the system was not detecting the solid-state drive. Upon checking the drive connections, it was discovered that the drive had become unplugged at the docking board due to cable ties restricting slack needed for tilt monitoring. The problematic cable tie was removed, and the sata cable was reconnected to the docking port to resolve the issue. The system functioned as intended after the field service engineer repaired the device.